Event description:
The pump was returned to animas. Investigation revealed that the force sensor was out of calibration and contamination was found in the force sensor assembly. This report is made based on the results of investigation.

Manufacturer narrative:
Follow-up # 1 (B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. The pump rewind, load, and prime steps were completed successfully with no issues. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the complaint, the evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the issue, the display screen was found to be faded and discolored. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r.